Event description:
The destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). The pt was very active, doing well, and was sitting in a chair next to his bed, stood up and apparently was standing on his drive cable and pulled on his perc line causing the anastomosis to disrupt at the apex connection of the ventricle. This caused bleeding into his abdomen and when they initiated exploration, air was aspirated into his ventricle, and he died of a massive embolism.